Event description:
It was reported that asymptomatic patient presented to the emergency room on (B)(6) 2013. The atrial lead exhibited loss of capture and sensing. A chest x-ray confirmed that the lead was dislodged as a result of twiddlers syndrome. The lead was successfully repositioned on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.